Event description:
It was reported that visualization issues and an air embolism occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred. It was also noted that an air embolism occurred. As a result, the procedure was prolonged. The patient is expected to fully recover.